Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction and additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, at 330am, the patient got an alert on her cgm to a value of 200 mg/dl. The patient was also wearing a tandem insulin pump. The patient stated that her insulin pump automatically adjusted her insulin dosage based on this cgm value. The patient then stated that her cgm suddenly dropped into the 50s mg/dl and it eventually dropped to a value of low mg/dl. The patient attempted to calibrate with a bg meter value of 260 mg/dl but the patient reported ¿it didn¿t take¿. The patient then decided to go to the ER and on the way to the ER, the patient¿s sensor failed. At the ER, the patient was treated with IV fluids. The patient was still in the ER and had no change in her condition at the time of report. The patient self-reported that she ¿went into dka¿ but it was not reported that this diagnosis was confirmed by a medical professional in the ER. Attempts to reach the patient back for further follow-up were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information was provided on 04/14/2026. It was reported that the patient was given IV fluids and glucose with an IV drip. The patient was discharged from the intensive care unit on (B)(6) 2026. Prior to discharge, the patient's bg was 150 mg/dl. At the time of follow up report, the patient was still having issues recovering and was exhausted. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).